Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started; however, customer declined to complete troubleshooting with tandem technical support. Customer's blood glucose was 254 mg/dl. No additional information was provided.